Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an inability to interrogate the device was confirmed in the laboratory. Upon receipt, communication could not be established between the device and programmer via rf telemetry. The cause was found to be an anomalous state of an rf state machine. The cause of the anomalous state could not be determined. (B)(4).

Event description:
It was reported that the device was not able to be interrogated during a device implant procedure. The device was exchanged. There were no patient consequences.